Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via social media that he could not hear the alarms. Customer's blood glucose was 29 mg/dl. No troubleshooting was done. Customer will not be returning the device for analysis.